Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported stress cause bladder implant to quit working. Bladder implant is reported to be working now and oab is being reduced slowly. Omitted information regarding patient's pp can be found in pe (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that therapy was working well but then recently it has lost effectiveness. Caller stated he was in the thomas fire and lost everything in his apartment (but was able to grab the pp). Caller stated that since then the implant has not been working properly to help his bladder flow. Caller stated he thinks that it was because of the stress of the natural disaster that his body was struggling, and was noticing return of symptoms. Caller stated he was having what he calls break through where he was voiding 2-3 times an hour. Caller would like an explanation of how to use the different programs to help improve this. Caller stated he was on p3-2.8v but has not tried other programs or anything yet. Caller stated he will work with his patient programmer (pp) trying out the different current programs to see which may be beneficial and follow up with hcp if symptoms do not improve. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No further complications were reported/anticipated.